Event description:
It was reported that the pt had his neurostimulator removed a year or so after implant because it was not working for him. Further info was requested from the healthcare professional.

Manufacturer narrative:
(B) (4).